Event description:
A peritoneal dialysis (pd) patient experienced a connection issue between the transfer set ¿patient connector¿ and the titanium adapter resulting in peritonitis. The patient presented to the hospital for treatment. It was further reported that there was leakage from the ¿connector of titanium and patient end¿. The transfer set was replaced with two sets, and according to the reporter, the devices could not be connected tightly, resulting in leakage. The cause of the connection issue was unknown. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H10: three devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included leak testing, clear passage testing, and clamp function testing, and no issues were noted. Integrity testing was also performed by tightening the patient adapters to an in-lab titanium adapter, and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.